Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the aneurysm measures 6cm in diameter. It was reported that during a routine follow up, an endoleak with some sac enlargement was discovered. After investigating the graft by angiogram, the physician assumed a small hole had developed in the stent graft bifurcation where it appeared a ledge of plaque existed in the original aorta. An endurant cuff and two limbs were implanted successfully isolating the area of concern and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).